Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin on demand transmission from the emergency room. Review of transmission revealed that implantable cardioverter defibrillator delivered inappropriate anti tachycardia pacing (atp) due to incorrect interpretation of supra ventricular tachycardia (svt) rhythm. Programming changes were performed to resolve the issue. The patient condition was stable.